Event description:
It was reported that the subject flow diverter stent was successfully implanted in a patient for aneurysm (4.95x3.04, neck 3,69) at left internal carotid artery-ophthalmic (c6 segment), with parent artery stenosis 0-25% on (B)(6) 2023. On (B)(6) 2023, patient developed adverse event ae# 3 intermittent headaches which are manageable without medications. No treatment required, event is not recovered/not resolved. This ae is possibly related to the study device, dapt and an underlying condition or disease and not related to other stryker devices, disease under study. No other information is available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that the subject flow diverter stent was successfully implanted in a patient for aneurysm (4.95x3.04, neck 3,69) at left internal carotid artery-ophthalmic (c6 segment), with parent artery stenosis 0-25% on (B)(6) 2023. On (B)(6) 2023, patient developed adverse event ae# 3 intermittent headaches which are manageable without medications. No treatment required, event is not recovered/not resolved. This ae is possibly related to the study device, dapt and an underlying condition or disease and not related to other stryker devices, disease under study. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint indicated the patient headache has currently not been recovered/not been resolved. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the as reported 'patient headache serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.